Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on an unknown date.according to the complainant, post-procedure, the patient experienced pain, permanent injury and has undergone medical treatment and corrective surgery.all other information is unknown.